Event description:
It was reported to boston scientific corporation that a obtryx halo single system device was implanted into the patient on (B)(6) 2008.according to the complainant, the patient experienced vaginal and pelvic pain, urinary problems and discomfort and unspecified permanent injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.